Event description:
It was reported to hewlett-packard that the viridia transmitter accurately detected a leads off condition on the pt. The central monitor properly displayed a "leads off" message and also displayed a "tel cannot analyze" message. The monitor technician contacted the nurse and notified her of the condition. The nurse went into the pt's room to reattach the lead wire, which had fallen off the electrode. The nurse noticed that she could still not see the waveform on the pt she had just reattached the lead wire to. She now assumed she must have a discharged battery. Upon battery replacement, the nurse noted the lights on the transmitter illuminating and then de-illuminating, indicating that the leads were in contact with skin. After the nurse left the pt's room, the pt's roommate notified the nurse that she thought there was a difficulty with the subject pt. The nurse noticed that the pt was slumped over and called a full code. After the pt's death, the nurses noticed that the wire was not in good connection with the metal contact on the electrode. The grabber on the lead set was attached to the paper/plastic on the electrode. The paper/plastic on the electrode was encompassing the metal "button," not allowing metal to metal contact between the lead wire and the metal contact on the electrode. The customer alleges that the "grabber" leads did not have a secure enough connection to the electrode. They do not allege that the problem contributed to the incident.